Event description:
It was reported that a patient's right ventricular (rv) lead had dislodged during an unrelated procedure. Device interrogation revealed loss of capture on the rv lead resulting in asystole. The physician elected to reposition the rv lead on (B)(6) 2023. The patient condition was stable.